Event description:
It was reported that a user experienced low glucose on their first day using the ilet after announcing a lunch meal while already low, which further decreased their glucose. Education was provided to take a small amount of fast-acting sugar before announcing a meal when glucose is low, and no device component issue was identified. Symptoms included hypoglycemia wiht a nadir of 53 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.